Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new orders and patients were not crossing over to the stations. A technical support specialist dialed into the server and found that messages were not crossing over, with 139 messages stuck and not processing, restarted the external messaging service, pyxis internal inbound processors service, listener service, listener adapter, port sharing service, and the world wide web publishing service, then deployed the interface services utility via the remote support service (rss) dashboard to the carefusion coordination engine (cce) server, which completed successfully. After re-running the script to check message status, confirmed that messages were processing and crossing over correctly, verified in health sight viewer (hsv) that there were no longer any order or patient delays/down. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that new orders and patient information were not crossing over to the pyxis stations. The customer confirmed that the issue was affecting all stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.